Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 04.038.290s. Lot number: h172538. Part manufacturing date: 12 september 2016. Manufacturing site: elmira. Part expiration date: 01 august 2026. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h172538 of tfna helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 9974142 met all specifications with no issues documented that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales representative. (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that initially, the patient had an open reduction internal fixation (orif) with trochanteric femoral nail advanced (tfna) system for right femoral trochanteric fracture on (B)(6) 2017. After the surgery, the patient was admitted to nursing home. However, in (B)(6) 2018, the patient visited the hospital for follow-up due and was reported pain on the right femur and the was diagnosed as late segmental collapse and followed-up the patient. On (B)(6) 2019, the hospital confirmed the cut-out of the implant via computed radiography. It seemed that the trochanteric bone was healed. The removal surgery was successfully completed on (B)(6) 2019. Patient status is unknown. This report is for one (1) tfna helical blade. This is report 2 of 4 for (B)(4).